Event description:
This pt's pocket was being revised due to an abscessed stitch. While repositioning the ra lead, the physician noted that the svc pin was floating in the pocket. The shock impedance was in normal ranges, but being measured rv to can. The physician repositioned the pin back into the header. The set screw was tightened and a gentle tug on the lead resulted in the lead pulling out again. After 3 attempts to reinsert the pin into the header, the physician requested a new device.